Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. No keypad/labels were removed. The device was in good physical condition with a scratched screen. No evidence of the reported problem was found during error history log review. The device was started in application, no problems found with beeping; however, as preventative measure, the downstream sensor was replaced.